Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer entered the intended amount in the pump for the bolus; however, the customer could not confirm if the value entered was correct due to their recent eye surgery. The customer's blood glucose (bg) level subsequently decreased; however, no bg value was provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.